Event description:
The customer reported being unable to get an ECG waveform from pads. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer evaluated device.